Event description:
It was reported patient underwent a humeral nail fixation procedure in 2001. Subsequently, patient was revised on (B)(6), 2014 due to pain. The screw was removed and replaced.

Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event. The following sections could not be completed with the limited information provided. Expiration date - unknown. Date implanted - 2001. Manufacture date ¿ unknown.